Manufacturer narrative:
A medtronic representative reported that the issue occurred during a spinal fusion.

Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in a procedure, the gantry door slammed shut when the door was opening. The site was able to manually open the door and complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.